Event description:
It was reported that during a laparoscopic appendectomy procedure the device cut but did not staple. The cartridge fell apart when they were removing from the device. There was a slow leakage and bleeding from the bowel. It is unknown if this occurred during the procedure or if the patient was brought back into the or. It is unknown if there was any patient consequence. Unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis showed that the cartridge reload was received fully fired and with cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. No functional test could be performed due to the condition of the reload. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.